Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 27-jun-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving fentanyl (2000 mcg/ml at 259.8 mcg/day) and bupivacaine (5 mg/ml at 0.649 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. It was reported that the patient felt like she was not getting the same therapy that she had been in the past which prompted the hcp to perform a catheter dye study on (B)(6) 2021. The hcp was not able to aspirate the catheter. On (B)(6) 2021, they decided that they would be moving forward with revising the catheter. There were no dates set for the revision, but it was planned to take place in the next couple of months.